Event description:
Caller reported that tandem charging supplies began burning or melting. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.